Manufacturer narrative:
Findings: pump passed prime, displacement, basic occlusion, and excessive no delivery alarm tests. No excessive no delivery alarms noted. Cracked reservoir tube lip and cracked battery tube threads noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 488 mg/dl at the time of the incident. The customer treated their blood glucose with manual injections. The customer stated that they had changed the sets five times but the issue reoccurs. The customer returned the device for analysis.